Manufacturer narrative:
It was reported that the user was experiencing electrical sensation in her arm since the insertion date, that had been increasing over time that felt uncomfortable. The user was advised to make her hcp aware of this, and a sensor replacement was approved. Sensor was returned from the field. Visual inspection and functional testing did not indicate any anomalies. A review of the in vivo raw sensor data did not reveal any anomalies either. No device malfunction was identified, and there is no mechanism by which either the sensor or transmitter could produce electrical shock. The root cause of the user's experience could not be determined.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported an electrical sensation at the sensor insertion site beginning immediately after insertion. Customer care advised the user to follow up with the hcp due to the increasing sensation. An RMA was created for the return of sensor for investigation.